Manufacturer narrative:
Calibration and qc are run daily and qc has been in range. A field service engineer (fse) was on-site. Fse rebuilt the ratio pump, cleaned the flowcell and replaced the eic (electrolyte injection cup) assembly. This resolved the issue and the system is now operating acceptably. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding false high ise results generated by the unicel dxc 800 synchron chemistry analyzer. The initial results were falsely high. The samples were repeated on a different instrument and the results were corrected. The falsely high results were not reported outside of the laboratory. There was no impact to patient treatment as a result of this event.